Event description:
Medics responded to a cardiac arrest, witnessed arrested, down time of six to seven minutes. Standard als protocol was started, pacing was started and electrical capture was obtained. Visible muscle movement was noted with pacing pulses. Reportedly, the device operator noted that muscle movement and mechanical capture had been lost. Pacing was restarted, mechanical capture could not be regained. A back up device was made available, the same cable and electrode were used, pacing capture could not be obtained. The cable and electrode were replaced and mechanical capture was again tried. The pt was not resuscitated.